Manufacturer narrative:
(B)(4). As reported in the publication [¿very late drug-eluting stent thrombosis by stent fracture¿]; there was a case of a patient admitted for myocardial infarction after a very late thrombosis of cypher drug-eluting stent four years after its implantation and related to stent fracture. The event involved a (B)(6) male patient with a past medical history of active smoking and hypercholesterolemia. The patient was admitted to hospital in (B)(6) 2011 with a st-elevation myocardial infarct (stemi) and an angiogram that revealed three-vessel disease involving the proximal left anterior descending (lad) artery, proximal circumflex and two segments of his right coronary artery (rca). The patient was treated acutely with the placement of a 3.00 x 23mm cypher stent in his proximal lad which was deployed at ten atmospheres for twenty seconds with a good result. The patient was later re-admitted for the second planned angioplasty with the successful placement of four non-specified stents in his circumflex and rca-marginal arteries at a later date and was discharged on antiplatelet medications for the next twelve months. At that time his left ventricular function is reported to have been preserved at 55%. Follow up thallium stress tests at six months and three years revealed stable function without ischemia and with anterior septal hypoperfusion. Approximately thirty-nine months after the index procedure, the patient was re-admitted to hospital with another episode of acs with stemi. Angiography revealed an intra-stent occlusion of the lad with retrograde flow from the rca. Attempts to cross the lad lesion were initially unsuccessful. Close inspection of the images identified displaced and fractured struts in the previously implanted cypher stent. Guidewire crossing was eventually performed via simultaneous right and left radial approaches and the use of a microcatheter followed by the placement of a non-cordis drug eluting stent with a good result. The patient was discharged six days after his admission on double antiplatelet regimen for the next twelve months, beta blocker, ace inhibitor and a statin. The product remains implanted in the patient and is thus not available for return to the manufacturer. A review of the manufacturing records could not be conducted without a lot number. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use (IFU), the nominal pressure for the placement of this stent is 11 atmospheres. Stent thrombosis is a low frequency event that has not been fully characterized and that is frequently associated with mi or death. Thrombosis following stent implantation is affected by several baseline angiographic and procedural factors. These include vessel diameter less than 3 mm, intra-procedural thrombus, and dissection following stent implantation. In patients who have undergone coronary stenting, the persistence of a thrombus or dissection should be considered a marker for subsequent thrombotic occlusion. These patients should be monitored very carefully during the first month after stent implantation. Stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity, and calcification. The clinical implications of stent fracture are not well characterized. According to the IFU, adverse events associated with these devices include, but are limited to, myocardial ischemia or infarction, occlusion and thrombosis (acute, subacute or late). Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Event description:
(B)(4). There was a case of a patient admitted for myocardial infarction after a very late thrombosis of cypher drug-eluting stent four years after its implantation and related to stent fracture.